Event description:
It was reported that the patient presented for a device changeout procedure. Previously upon interrogation, it was noted that the right-ventricular (rv) lead exhibited high defibrillation impedance. Rv lead damage was suspected. As a resolution the rv lead was capped, and a portion of it was explanted. The rv lead was replaced as well. The patient condition was stable.

Manufacturer narrative:
The reported event of high defibrillation impedance due to potential lead damage was not confirmed. A partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts the lead impedance test was not performed due to condition of the lead. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion noted at 37.5cm to 38.6cm from the distal tip breaching the sheath only at the proximal region of the lead. The cause of external insulation abrasion is consistent with consistent with friction to the device can.